Manufacturer narrative:
Based upon the inquiry info received, the visual examination and the functional test, it was concluded that the instrument was conforming with regard to staples firing and forming. The instrument was received in good physical condition. The instrument was examined and was found to be functional. A reloadable test cartridge was inserted and the instrument was cycled, fired and formed all staples properly and without incident. No conclusion could be reached as to why the reported instrument "all three staple lines bled and needed to be oversown" during surgery. Comments: each instrument is evaluated during the assembly process to ensure that if functions properly. The tissue may incurr damage or tearing if it is over compressed within the jaws. Co strives to understand each incident as it occurs in order to continuously improve co's products.

Event description:
During a right colectomy the tlc55 was fired three times on the colon tissue which appeared normal. A blue load was used all three times. All three staple lines bled and needed to be oversewn in places as well as cauterized. The tx60b staple line also bled and required cauterization. There was no consequence to the patient. Clinical follow up:01/31/97 1413 surgeon only in the office on thursdays. Will send nncl.